Manufacturer narrative:
The investigation for the reported issue has been completed. Product was visually inspected. Buildup was observed around the impeller purge gap. Product was soaked in water for five minutes. Biomaterial was observed around the impeller purge gap. The root cause for saturated flow is most likely biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the pump was measured to have a saturated flow. As a result of the noted issue, the pump was removed and replaced with a new impella cp pump. Additional information was provided that noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).